Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it was discarded by the hospital. Lma.glng taken six days post-operative appear to show a slight lateral breach of the left ls screw. During investigation, it was stated that there was difficulty placing the ls screws with the robot and the surgeon was advised to re-plan the screw trajectory but declined and the screws were verified lo be place according lo plan. There was no system or device malfunction. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.

Event description:
It was reported from a representative in ireland that the patient was experiencing localized left side and left leg pain post­ operatively. Imaging showed a slight lateral breach of the left l5 screw. Revision surgery was performed to remove the screw.